Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing inaccurate readings. She felt groggy, with symptoms including nausea and vomiting. She was unable to recall her dexcom readings during this time and did not perform any treatments at home. She eventually brought herself to the hospital, where her dexcom reading was 180 mg/dl and her finger stick reading was 390 mg/dl by the attending nurse. She spent 8 hours in the emergency department and received insulin via intravenous infusion for treatment of symptomatic hyperglycemia. Before being discharged when she was feeling well enough to go home, the patient had cgm 105 mg/sl and bg was 120 mg/dl. At the time of the report a week later, the patient was already stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.